Manufacturer narrative:
Additional information was received for the case and is filed in this report. The investigation of the case is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information and/or investigation results become available, an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported, that a patient was treated with a ncb pp plate (catalogue number unknown) on (B)(6), 2015. On (B)(6), 2017 the patient experienced household accident and was hospitalized. X-ray investigation showed a peri-prosthetic bone fracture, plate fracture and implant migration. Consequently, the patient underwent a revision surgery on (B)(6), 2017.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on (B)(6), 2017 but was not available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number was available. Review of event description: the patient had ncb pp femoral plate implanted in 2015 and subsequently underwent revision surgery on june 28 2017 due to plate fracture. It was also reported that the patient experienced household accident on (B)(6), 2017 and was hospitalized. Review of received data: - 4 x-rays were received. The x-rays show that the patient has also an existing hip prosthesis (stem). It was also reported by the surgeon that the stem was implanted incorrectly. On the x-rays it can be seen that the distal end of the stem is not located in the femur bone. However, a very long ncb pp plate was implanted with several screws. The fracture of the plate is visible in the middle part of the plate through a three hole pattern (middle hole). On the same area where the plate fracture is located, there is also a bone fracture visible. On one x-ray it can be seen that a screw was slipped through a bore hole of the plate. It can be assumed that the fracture of the plate is located through this bore hole. - an hospital summary report was received (translated from (B)(6) to english). The report does not include any relevant information for the investigation. The patient was hospitalized from (B)(6), 2017 to (B)(6), 2017. On (B)(6), 2017 the revision surgery was performed. The migrated prosthesis and the broken plate were removed. - one picture of the explanted implants was received. As described in the x-ray review, the plate fracture is located through the middle hole of a three hole pattern. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: the correct implantation of the ncb pp plate is described in the surgical technique. Root cause analysis: root cause determination using rmw : - breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device) -> not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to chemical / galvanic / crevice corrosion of material => possible, the device was not returned for investigation. - breakage of implant due to implant will be implanted against contraindication => possible, no information privided. - breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, the implanted plate looks very long. It is unknown if such a long plate was needed. - breakage of implant due to user perform improper handling of the plate during insertion => possible, the correct implantation is described in the surgical technique. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, no information received. - breakage of implant due to patient do not follow the postoperative protocol => possible, no patient information was received. It was also reported that an household accident occurred. Conclusion summary: it was reported that the patient ((B)(6)) experienced an household accident on (B)(6), 2017 and was hospitalized. The revision of the fractured ncb pp plate was done on (B)(6). 2017. The plate was in vivo for approx. 2 years. According to internal research documents, during the healing process, the load carrying capacity of the bone is restored, shielding the osteosynthesis devices from continued loading. Healing, described as union and/or consolidation, marks the end of the osteosynthesis device¿s functional lifetime. Failure to achieve healing results in either delayed union, a prolongation of time to fracture union, or non-union, failure of a fractured bone to unite. A non-union is usually declared 8 months after the fracture occurred but this time point is depending on several factors such as fracture location, fracture type, patient age, comorbidities, etc. And might be expanded up to 12 months. A delayed or non-union of a fracture will subject the fracture site and osteosynthesis device to repetitive stresses that may cause eventual bending or breakage of the osteosynthesis device. After healing occurs, these osteosynthesis devices don't serve functional purpose anymore and removal is recommended. The fractured plate and the sub components have not been returned for investihgation. Therefore, a material analysis of the fracture areas could not be done. It can be assumed that the ncb pp plate was fractured during the reported household accident. However, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted an unknown ncb pp plate (catalogue number unknown) on an unknown side (exact date not reported) and the patient underwent revision surgery on unknown date due to implant fracture.